Event description:
Following sensor implant, there was difficulty with signal acquisition in the catheterization lab. It was also not possible to take a reading in a holding room after the implant procedure was completed. A chest x-ray showed the sensor was very distal in the pulmonary artery. When video of sensor deployment was observed, the sensor was noted to have migrated further down into the pa. During a follow-up in the clinic on (B)(6) 2022, it was still not possible to read or calibrate the sensor using the hospital electronic system.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.